Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he started using the new insulin pump that day and he experienced high blood glucose. The customer stated he had changed the set before lunch and had treated with multiple bolus but blood glucose would not go down. Customer's blood glucose at the time of incident was 400 mg/dl and 600 mg/dl at the time of the call. The drive support cap was recessed. Customer declined to continue troubleshooting. The customer stated he got distracted and might have forgotten to prime. It was confirmed that he had not filled the tubing. He was assisted with priming and filling the cannula.